Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with slow ventricular tachycardia (vt) and an abnormal signal on the right atrial (ra) lead that was not sensed. X-rays appeared normal. Technical services (ts) discussed troubleshooting options and possible causes. There appeared to be some atrial undersensing and small p-waves noted at times, possibly small underlying atrial tachycardia. Further ra lead testing was recommended. This pacemaker system remains in service. No adverse patient effects were reported.